Manufacturer narrative:
Patient information was updated. Correction: unique device identification (UDI) was corrected. Mfg date updated.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that the door sidewall switch ws damaged. Sidewall switch was replaced, adjusted and tested. Closing the door and imaging spins were performed without any issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, when performing an imaging spin, gantry of the imaging system was displaying to close the door when the door was already closed. When the side of the gantry was tapped the error went away. An imaging spin was performed however, it was incomplete but the surgeon opted to proceed with the image. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
The cable door assembly was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.